Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead exhibited failure to capture and low pacing impedance. The lead was ultimately not used and replaced with new lead. Patient condition was stable.

Event description:
During the procedure, it was also noted that the lead had damaged.

Manufacturer narrative:
The reported events of loss of capture, low pacing lead impedance, and lead damage were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.